Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine with concentration 20 mg/ml at a dose rate of ¿.99¿ via an implantable pump for non-malignant pain. It was reported that the event occurred post-operation regarding an emergency explant. It was indicated that the patient reported losing feeling in right leg. Magnetic resonance imaging (MRI) was ordered and extreme spinal stenosis was discovered. An emergency laminectomy was ordered, and the catheter was removed during the procedure. The surgeon reported that the catheter was split during the procedure. It was further noted that it was unclear if the catheter was split during initial implant or during the laminectomy. No diagnostics were performed. Regarding environmental/external/patient factors that may have led or contributed to the issue, extreme spinal stenosis was indicated. The complete catheter was explanted and was discarded by the healthcare provider. The device was removed during the emergency laminectomy to relieve pressure from the spinal stenosis. The catheter would not be replaced in the future. No further interventions were performed. The issue was resolved as of 2020-oct-08. The patient¿s medical history was noted as having been requested but was unknown. No further patient complications have been reported as a result of this event.